Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a procedure a faradrive sheath was selected for use, however, air entered during aspiration outside of the body, therefore it was decided to replace the device, and the issue was resolved. The procedure was completed. No patient complications were reported. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
Visual inspection of the device noted that no abnormalities or defects were found on the exterior of the sheath. The faradrive steerable sheath was leak tested and did not pass leak tests. Microscopic inspection also revealed a tear in the flush lumen close to the valve underneath the handle cap, creating a leak path. Inspection of the hemostatic valves did not find any defects or abnormalities linked to a potential contribution to the allegation.

Event description:
It was reported that during preparation for a procedure a faradrive sheath was selected for use, however, air entered during aspiration outside of the body, therefore it was decided to replace the device, and the issue was resolved. The procedure was completed. No patient complications were reported. The device has been returned for laboratory analysis.